Event description:
On (B)(6) 2012, a lead cardiac ultrasound technologist alerted agfa to an error in the importation of measurements from the site¿s philips ie33 ultrasound cart. The technologist indicated within the impax cv reporting adult echocardiography measurement table, the ¿mitral valve vti¿ measurement value was displayed in two locations. The same measurement value correctly appeared in the location for ¿mitral valve vti¿ and incorrectly appeared in ¿mitral regurgitation vti.¿ initial investigation found the ¿measandcalcs.mdb¿ file associated with mitral valve vti¿ and ¿mitral regurgitation vti¿ mapped using the same impax cv database measurement code. The same day the customer contacted agfa. An agfa clinical analyst reconfigured the customer¿s system to eliminate the mismapping. No injury or death occurred, but if the issue were to recur, incorrect measurement values could be used in conjunction with other clinical data to formulate inaccurate/inappropriate diagnosis.

Manufacturer narrative:
A supplemental 3500a form will follow to include software versions. Additional description of product: impax cv reporting consists of a database and gui that allows users to document procedure and clinical findings as structured data, with representation in printed form or in electronic formats. Clinical findings can be entered either automatically by importing data from other systems (dicom sr files, hemodynamic monitoring systems or from impax cardiovascular review station (crs)) or manually before a report is generated for review. Impax cv reporting provides different content modules such as cardiac catheterization, stress testing, nuclear cardiology (nc), adult or pediatric echocardiography. For these modules, measurement import into the impax cv database and display within the module¿s measurement tables is offered via optical character recognition (ocr). Agfa ocr software uses the standard measurement screens generated on the vendor ultrasound carts; these vendor measurement screens are part of the dicom ultrasound images that comprise the echo study and are readily viewed in the impax crs.